Event description:
It was reported that the pacel catheter would not pace. The sales officer confirmed an open circuit by a tester.

Manufacturer narrative:
One 5f pacel bipolar pacing catheter, flow directed, was received for evaluation. No blood-like substance was seen on the returned component. No anomalies were noted in the catheter body, bifurcation, ring or tip electrodes, or connector pins. The catheter was electrically tested for resistance values and shorted/crossed circuits. An open circuit existed between the "(-) distal" pin and the tip electrode. Measured resistance between the unmarked pin and the ring electrode was 1.2 ohms. There was no evidence of shorted or crossed circuits. The measured resistance value for the tip electrode circuit was out of specification; the measured resistance value for the ring electrode circuit was within specification. The catheter was cut approximately 1" distal to the bifurcation, the black wire exposed and stripped, and the circuit retested. The circuit remained open, indicating that the anomaly existed between the cut black wire and the tip electrode. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Internal corrective actions were implemented to modify the spot weld tip electrode process to ensure wire integrity.